Manufacturer narrative:
The pt remains ongoing on lvad support. The MFR is attempting to acquire add'l info from the hosp regarding the event. These reports of disconnection of the bend relief from the sealed outflow graft are being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad program administrator reported the pt had a partial disconnect of the bend relief from the sealed outflow graft. No further details were provided to the MFR.